Event description:
It was reported a snare was advanced and engaged around a colonic polyp. No cautery could be generated. The physician made the decision to remove the polyp without cautery resulting in a severe bleed. The polyp was lassoed for approx 30 minutes utilizing this snare while awaiting the arrival of another surgeon. The surgeon successfully completed the procedure and achieved hemostasis utilizing another snare. The pt received one unit of blood and was transferred to ICU. The pt was admitted for observation and has since been discharged. The pt is good. The device has just been recevied by this MFR. Upon completion of the engineering evaluation, a supplemental will be forwarded at that time. Since co's follow-up indicated the physician made the decision to use the device without cautery, co believes user technique may have been a contributing factor to this event. However, without evaluating the device, co is unable to determine the exact cause for this event at this time. Directions for use state: "a thorough understanding of the technical principles, clinical applications, and risks associated with monopolar polypectomy is necessary before using this product."